Event description:
The customer reported that the spectrum displays system error 105 alarms. There was no pt injury. No further info was available.

Manufacturer narrative:
(B)(4). The device was received by baxter for eval. The eval confirmed the reported symptom of "system error 105". The eval experienced the reported symptom caused by a failed motor flex. The motor assembly has been replaced.